Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What instruments were used in this procedure to handle the suture? How long after the initial procedure did the patient experience a ¿pop¿ during physical therapy? Date? Was the physical therapy ¿pistol squat¿ performed at 5 weeks standard of care? Other relevant patient history/concomitant medications? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that the patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. Five weeks post op, during physical therapy the patient was doing a ¿pistol squat¿ when he felt a ¿pop¿. Patient was brought back for reop to repair suture failure. Patient current status is unknown. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/9/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3, a4 additional information was requested and the following was obtained: age 59 male weight 210 pounds. Date of initial procedure 7/7/22 diagnosis was tricompartmental osteoarthritis with recurrent bone bruise set up patient for total knee arthroplasty open procedure suture that failed was used on the fascial layer of the quad tendon fixation tab was seated against the tissue at the initiation of suture use during the initial procedure. Two reverse stitches were performed at the initiation after tab secured. Tissue condition was normal at the time of first procedure. Needle driver in forceps used to handle suture. Patient experienced pop doing pistol squats during physical therapy on 8/15/2022. Doing this exercise during physical therapy can be standard of care if the patient is progressing well. Stratafix suture did break at the portion lateral to the quad tendon junction this would be just proximal to the middle of the incision. Appearance was a thinned stratafix suture and the remaining of the tissue with areas of breakage expanding about 3 inches. No anomaly was found during suture placement during original procedure. During revision arthrotomy patient had increased calcification and scar tissue formed over the suture site or incision line abnormally so due to him being five weeks out from his procedure. No known/suspected etiology for occurrence. Patient is now two weeks out from arthrotomy repair due to failed stratafix suture. He is progressing well, we have him in a trom brace from 0-60 degrees slowly opening to ensure no further damage to repair is done. Product was thrown away and lot number I do not have to my knowledge. (B)(4).